Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side bilateral rupture and exchange. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, d9. H3, h6.

Event description:
Healthcare professional reported right side bilateral rupture and exchange. Device has been explanted.

Manufacturer narrative:
Corrected data: aware date, g.4., from previous supplemental medwatch should have been 26dec2022.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed on the device. Additional observations: deformation is observed. Crease fold is observed.

Event description:
Healthcare professional reported right side bilateral rupture and exchange. Device has been explanted.